Manufacturer narrative:
The customer's provided calibration results were acceptable. The customer's qc results for module a, serial number 18u4-06, were requested but not provided. The level 1 qc result on the date of the event for module b, serial number unknown, was within the acceptable range. The level 2 qc result was requested but not provided. Based on the provided data, a general reagent issue could be excluded. The customer confirmed there was no foam present in the patient's sample. The customer reported the sample centrifugation was at 15 minutes at 3500 rpm. The tube manufacturer's recommendation is 10 minutes at = 1300 g. The sample centrifugation time and speed were greater than the tube manufacturer's recommendations. The investigation reviewed the system's alarm trace and found one abnormal aspiration alarm. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable elecsys troponin t hs results for 1 patient tested with two cobas e801 modules with one known serial number: (B)(4) (module a). The questionable result was not reported outside the laboratory. The patient¿s sample was repeated for a second time on another e801 with an unknown serial number (module b). The patient¿s initial result on module a was 22.8 ng/l; the first repeat on module a was 3.00 ng/l and accompanied by a data flag, the second repeat on module b was 3.00 ng/l and accompanied by a data flag, and the third repeat on module a was 3.93 ng/l. The elecsys troponin t hs used was lot 50137702 and had an expiration date of 30-apr-2022.